Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the arm was turned to switch, the direction of the camera to 6 o'clock after docking, it did not turn back. It was determined that it would be difficult to operate without switching the direction of the camera (hps chole), and the drape was replaced and the operation was performed. The procedure was completed with no reported injury.